Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 / damaged belt connector) was confirmed. As received, the belt receptacle was detached from the monitor case, damaging the j1001 connector on the computer / analog (ca) board. The cause of the code 204 is a dirsruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the damaged receptacle and connector. The root cause of the damaged receptacle and connector is excessive force placed at the receptacle while an electrode belt was attached. In addition, contamination was found on the j502 connector and table board. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and there were wires visible on the monitor at the belt connector.